Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the haptics broke off as lens was going into eye. The lens was cut out and another lens was implanted. Additional information has been received stating that there was no patient harm.